Manufacturer narrative:
Date of submission 30-apr-2018- device evaluation: the pump has been returned and evaluated by product analysis on 05 (B)(4) 2018 with the following findings: a review of the black box showed the last bolus delivery was a 0.25 unit normal bolus, and a replace cartridge alarm with deliveries resumed. The delivered boluses were calculated and each day's totals matched the total daily dose history. A manual 10 unit audio and 10 unit normal bolus were performed and accurately recorded in the bolus history and bolus total daily dose history correctly showed 20 units. No hypersensitive or stuck keys were found on the keypad. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The complaint of the pump bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with polydipsia, numbness in fingers and toes, and a flushed face, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine in diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals did not match and had a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.